Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles are bent after injection and glucose levels are elevated. This was discovered during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9114909. It was reported that needles are bent after injection on the patient end, the non patient end bent also during injection, and glucose levels were sometimes elevated. Verbatim: consumer called to request a mail kit. Consumer has same issues with other needles from the box, wants to send samples for evaluation. Consumer stated that he no longer pinches up while using nano needles and noticed an improvement in the needles not bending as much but some needles are still slanted when he removes them from the injection site. Needles also bent at non patient end and glucose level is sometimes elevated. Consumer also stated that he uses pressure when putting the needle into his skin for the injection. Issue: glucose level elevated after injection. Issue: needle slanted (bent) at patient end after injection. Issue: needle bent at non patient end during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles are bent after injection and glucose levels are elevated. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9114909. It was reported that needles are bent after injection on the patient end, the non patient end bent also during injection, and glucose levels were sometimes elevated. Verbatim: consumer called to request a mail kit. Consumer has same issues with other needles from the box, wants to send samples for evaluation. Consumer stated that he no longer pinches up while using nano needles and noticed an improvement in the needles not bending as much but some needles are still slanted when he removes them from the injection site. Needles also bent at non patient end and glucose level is sometimes elevated. Consumer also stated that he uses pressure when putting the needle into his skin for the injection. Issue: glucose level elevated after injection. Issue: needle slanted (bent) at patient end after injection. Issue: needle bent at non patient end during injection.